Manufacturer narrative:
The reported events of "infection (unknown onset)" and "cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and cellulitis.

Event description:
Healthcare professional reported left side "cber received a voluntary medwatch report regarding a patient who underwent a mastectomy and adm implant on (B)(6) 2021. The patient had three major infections that developed into cellulitis of the breast over the course of 6 months; this required IV antibiotics in the hospital." Device has been explanted.